Manufacturer narrative:
Medical device expiration date: na. Investigation summary: one mz1000 (B)(6) sample was received for investigation with an opened packaging from lot 20096102; residual fluid was present within the sample. A visual inspection of the mz1000 (B)(6) sample identified a crack at the edge of the female luer adaptor; leakage was observed from the crack during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20096102 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the maxzero product. Investigation conclusion: one x mz1000 lot 20096102 was received with open packaging. No residual fluid was observed. Visual inspection revealed a clear crack at the valve end of the maxzero valve. Functional investigation involved applying water pressure to the maxzero valve and leakage was observed, confirming the customer's experience.

Event description:
It was reported that the maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: the mz connector is used for powersolo PICC, and is used for infusion and drug push (20ml in-line syringe) every day. On the sixth day after the connector was used, the nurse connected the connector and the infusion set and found leakage at the joint screw and the infusion set connection.